Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) upgrade, the patient had chronic right ventricular (rv) lead. Boston scientific technical services (ts) discussed that measurements does not show rv events. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) upgrade, the patient had chronic right ventricular (rv) lead. Boston scientific technical services (ts) discussed that measurements does not show rv events. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the patient had chronic low rv sensing and the physician decided to just monitor it.